Manufacturer narrative:
Analysis was unable to confirm the customer's fault of overheating. Unable to perform temperature test as hand piece giving error code 15 (handpiece stalled). The motor cable assembly was faulty. Connector has dent. Hi-pot test fail. Device was repaired, tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece had heating issue prior to use. There was no patient involvement. On follow up the device overheated in less than a minute.